Event description:
It was reported that prior to starting a da vinci s surgical procedure, an exposed wire was noted on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist are not damaged. The instrument has 4 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.